Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced an inappropriate shock and presented in the emergency room. Upon interrogation, it was noted that the patient was shocked due to an atrial driven rhythm. No intervention was reported. The patient was in stable condition.